Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative on 2018-jan-03. It was reported that the pump would be returned and tracking information was provided. The catheter portion was left in the patient and a new catheter was placed. The volume discrepancy volumes and dates were unknown, per the manufacturer's representative. No further complications were reported or anticipated.

Manufacturer narrative:
Analysis of the implantable pump (B)(4) identified wear on the motor o-ring for gear number three. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant components include: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2017, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer's representative regarding a patient who was receiving fentanyl and bupi vacine at unknown concentrations and doses via an implantable pump for non-malignant pain. It was reported on (B)(6) 2017 that the patient had experienced volume discrepancies between refills and increased pain. They were unable to aspirate the catheter during a replacement procedure so the catheter was replaced as well as the pump. Any environmental/external/patient factors that may have led or contributed to the issue were ¿n/a.¿ no known diagnostics/troubleshooting was performed. At the time of the report it was unknown if the issue was resolved and the patient status was ¿alive ¿ no injury.¿ the completely explanted pump would be returned by the manufacturer's representative. The patient medical history was asked but unknown. The patient weight was asked but unknown. Other medications the patient was taking at the time of the event could not be obtained as they were not available to the manufacturer.